Manufacturer narrative:
(B)(4). Eval, method, conclusion: product scheduled for return but not received by manufacturer for inspection. Product event: (B)(4).

Manufacturer narrative:
Product event #(B)(4). Investigation plan: visual inspection device: peak plasmablade tna product p/n: (B)(4) lot#: 0006612559 expiration: 2016/01 quantity: 1. The device was returned in a (B)(6) small box. Device was double bagged in a biohazard bag. Received the hand unit, tonsil tip with missing tip housing, and another tip housing (being fully intact - presumably the one used to finish the case, since a new device was used to finish the case) were sent back with tray and tyvek lid. Both tips/electrodes had indications of being used. Testing performed: did the device fail to meet specification? If yes, explain. Using digital calipers ((B)(4), cal due: 10/2013) to measure the critical dimensions of the bendable tonsil tip, housing (p/n: (B)(4), rev b), the part was deemed in specification: .255¿ (spec: .250¿ +/- .005¿), .201¿ (spec: .200 +/- .005¿). The dimensional length was not confirmed, since the distal-most tip feature was missing, per the described complaint description. Lot history record reviewed: reviewed the lhr / batch record #(B)(4) to identify if there was scrap related to the complaint. No scrap related to the tip housing. Additionally, no relevant ncmr¿s or deviations. Investigation conclusion: the complaint was confirmed. The product analysis work identified that the char on the tip was being cleaned with a raytec pad (or abrasive pad), instead of using the cleaning brush which is provided in the packaging and instructed per the ¿peak plasmablade tna IFU¿ (# (B)(4), rev b). The abrasive pad can wear the wall of the tip housing feature. Under peak plasmablade tna device warnings on pg 1: ¿use the cleaning brush provided to remove excess eschar build up and maintain a clear channel for suction.¿ additionally, the cleaning brush IFU is provided in the packaging and instructed per the ¿peak plasmablade tna cleaning brush IFU¿ (# (B)(4), rev c). (B)(4).

Event description:
Insulating grey cover at the end of tonsil tip came off when cleaning char off of device tip.

Event description:
Insulating grey cover at the end of tonsil tip came off when cleaning char off of device tip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.